Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose evidenced by a ¿high¿ reading on the glucose meter and accompanied by extreme drowsiness and nausea. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter alleged the bg excursion was related to an intermittent power issue with the insulin pump. This complaint is being reported because the alleged intermittent power issue was not resolved with troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/19/2015 with the following findings: review of the black box data revealed records of power on reset. On investigation, the pump powered on and emitted a call service alarm (052). There was visible moisture behind the display lens and the pump case was noted to be cracked near the top right corner of the display screen. A leak test was performed and resulted in moisture leakage into the pump at the site of the case crack. The pump was opened for investigation and revealed moisture damage to the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.